Manufacturer narrative:
Corrected original report to include b-4 "date of report" inadvertently omitted from original.

Event description:
Suture breakage post op - complaint rec'd by summons and complaint stating that suture broke post coronary artery bypass surgery. Complaint states that pt presented to the general practitioner complaining of coughing, fatigue and feeling a pulsation at his sternum upon coughing. On physical exam it was noted 1 cm - 1.5 cm separation completely through the entire length of the sternum. Complaint states that an x-ray was taken which showed four out of six sternal wires becoming unstable and one piece of wire having migrated into the pericardium behind the heart. Pt was returned to the hosp for a re-op.